Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) permanently disabled its own wireless telemetry feature. The device's wired telemetry and manual transmission functions remain intact and must be used for the remainder of service life. The device remains in use. No patient complications have been reported as a result of this event.